Event description:
It was reported that the patient had a hematoma at the implant site and the stitches unraveled. The patient mentioned a lot of swelling and bleeding at the implant site. A follow up with the patient¿s healthcare provider yielded no issues with the patient¿s device. The patient was treated for the hematoma. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2007. (B)(4).